Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer wasn't using room temperature insulin when filling the cartridge. Tandem technical support educated the customer cartridges should be filled with room temperature insulin per the user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer's blood glucose.